Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4592 implantable pacing lead (B)(6) 2008; 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead thresholds had increased into a high range. An x-ray revealed a micro dislodgement. It was decided to leave the lead in use and continue monitoring the patient. No patient complications have been reported as a result of this event.